Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records was not possible as the lot number for the device is unknown. The cause for the reported loose valve is unknown. (B)(6).

Event description:
It was reported the valve of the transseptal needle was loose. It is unknown if this was noted during preparation of the device or after insertion into the patient. There were no consequences to the patient.